Manufacturer narrative:
The medical center has not yet returned the impella pump product for any analysis. Further clinical details and imaging have been requested, but not yet furnished. Upon completion of the investigation a final report will be filed, should a root cause be determined. The failure mode will be monitored and trended.

Event description:
The medical center placed an impella 5.5 placed in a direct approach via the aorta, and not via a graft, while admitted to the operating suite for bypass (CABG) surgery. The pump placement caused/contributed to the perforation of the anterior aspect of the left ventricle and aortic valve damage. The team surgically repaired the ventricle, placed an edwards bovine valve, and finally placed a new, second impella 5.5 pump for support.

Manufacturer narrative:
Since the original report was filed, the investigation has completed. The pump was returned and a cannula kink was observed. The cause of the perforation was improper pump positioning, a user error, since the cannula was kinked. The failure modes will be monitored and trended.

Manufacturer narrative:
Additional information added to b2, b5, h1, and h6 to coincide with the report of the patient's passing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The narrative has been updated with additional information. The complainant reported that during direct insertion of an impella 5.5 pump for patient support, the device perforated the patient¿s aortic valve and left ventricle. The pump was removed due to the complication, surgical repairs were completed, and an edwards bovine valve was placed. A second impella pump was then implanted, but bleeding from the surgical repair remained profuse. Continuous blood products had to be given (21 units) and the chest was left open as a result of the condition. The patient passed away the following day.